Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver is worn. Update mar 29, 2017 upon evaluation of the instrument a crack was found at the hinge joint.

Manufacturer narrative:
Examination of the returned instrument could not confirm the worn condition as a functional check with a mating screw found the screwdriver to function as intended. However, visual analysis confirmed a small portion of the hinge feature broke off. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.